Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, respiratory tract irritation, lung disease, reduced cardiopulmonary reserve. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging allegation of eye irritation, nose irritation, respiratory tract irritation, lung disease and reduced cardiopulmonary reserve. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed humidifier heater plate did heat. High pitch blower whine observed. This investigation was performed as outlined. High pitch blower whine observed. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Potential mineral deposits in water tank. International humidifier with domestic base device. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found twenty-one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure.